Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the left ventricular lead was found to be dislodged after an unrelated procedure. A chest x-ray confirmed the dislodgement. The lead was explanted and replaced successfully. The patient¿s condition pre, during, and post procedure was stable.